Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required intervention to treat the pvl after the initial implant procedure. The device was not returned for evaluation as it remained implanted. The root cause of the plv remains indeterminable but was likely impacted by patient and procedure related factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm valve was implanted and post op tee did show a perivalvular leak at the junction of the left and right cusps. It was felt at this point the patient had enough surgery and it was decided to observe the leak. The leak was closed on postoperative day three. The patient was discharged in stable condition on post-operative day nine.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA(B)(4).